Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. On the inner shaver, as well on the outside cover, there are radial grooves. Damages like this happen if either the shaver is operated with too much pressure, or the shaver is used as a lever - both results in bending and grinding of the inner shaver. The damage of the product is not caused by a production problem or material defect. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a aggressive cutter, sterile. According to the information received, the problem is that on the distal part of the blade chips of iron comes out. They used one blade and then replaced it with another (both were new) and with both the problem was the same. Information about patients health was not provided. Additional patient information is not available.